Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30121550l number, and no internal action was found during the review. Concomitant products: carto 3 system, us catalog #: fg540000, serial #: (B)(4). Soundstar eco catheter, us catalog #: 10439011, lot #: e8148809. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, there was noise on channels m1-m2. The ECG port appears undamaged. The 12-lead cable was replaced, and the noise went away on carto 3 system and the ep recorder and then returned. Then after using a retrograde approach for an idvt, the patient became hypotensive. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. No biosense webster, inc. Product malfunctions were reported. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The noise was assessed as not reportable as the patient's heart rhythm was still visible to the operator as only channels m1-m2 were noted to be affected.